Event description:
Delay of IV solution infusion during alarm condition reported. A medwatch received from the customer stated: "during tpa infusion, alarm on pump "cassette". Had to change cassette to get pump to work. The pt later expired due to pre-existing medical conditions, death unrelated to pump/cassette problem". Add'l info was requested, but no futher info was available.